Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. At the time of intervention, the maximum aneurysm diameter measured 42mm in diameter. The proximal aortic neck measured 33-32mm in diameter and 27mm in length with a 35 degree angulation. It was reported that on a follow up CT scan, the talent device had migrated resulting in a proximal type I endoleak. Two endoanchors we deployed in the talent stent graft to secure the graft to the aortic wall. In addition, a chimney bypass was performed and an endurant ii stent graft was implanted resolving the endoleak. Per the physician, the cause of the migration was due to aortic dilatation over time that exceeded the nominal diameter of the main body of the talent stent graft. No additional clinical sequelae were reported and the patient is fine.